Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The company representative (rep) reported that the patient mentioned in (B)(6) 2016, he felt and noticed the implantable neurostimulator (ins) turn off by itself. It happened once when the patient was in the car while driving, and another time when he was in the house in the living room while watching tv. Both times the patient felt that the symptoms came back, rigidity increases, and confirmed the ins was turned off with the patient programmer (pp). There was no patient injury. The rep further reported that they were only notified by the physician after the clinician programmer interrogation, therefore, was unable to get the log file. The rep informed both the physician and patient to take note if similar incident. The rep will obtain the log file on the next consultation visit. The outcome remains unknown at this time. If additional information is received, a follow up report will be sent.